Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a right elbow plating procedure, the tip of the drill bit fractured and was retained by the patient. Another device was available to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device has been received; device evaluation anticipated, but not yet begun.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was examined under a microscope, and it was noted that the drill's distal end is fractured, with fracture artifacts that suggest a torsional overload fracture. In addition to microscopic analysis, an x-ray fluorescence (xrf) scan was performed, confirming the device to be made of material in conformance with specifications. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During a right elbow plating procedure, the tip of the drill bit fractured and was retained by the patient. Another device was available to complete the procedure. There are no plans to revise, and no further information has been provided.